Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was successfully implanted. It was then reported on 09 january 2024, a 12 month follow up transesophageal echocardiography (tee) was performed and initial assessment did not confirm any device related thrombus. It was then reported on 16 april 2024, an additional review of the 12 month tee by core lab confirmed thrombus was seen on the device. It was stated device-related blood clots were found but no patient effects were confirmed. The patient was was prescribed lixiana on (B)(6) 2024 and has been reported to be complaint with taking both lixiana and aspirin. The patient's international normalized ratio (inr) was reported as 1.2 on 16 october 2023 and 1.23 on 18 april 2024. It was noted the patient's malignant lymphoma contributed to the patient's hypercoagulability.

Event description:
Crd_964 - catalyst ide, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was successfully implanted. It was then reported on (B)(6) 2024, a 12 month follow up transesophageal echocardiography (tee) was performed and initial assessment did not confirm any device related thrombus. It was then reported on (B)(6) 2024, an additional review of the 12 month tee by core lab confirmed thrombus was seen on the device. It was stated device-related blood clots were found but no patient effects were confirmed. The patient was prescribed lixiana on (B)(6) 2024 and has been reported to be complaint with taking both lixiana and aspirin. The patient's international normalized ratio (inr) was reported as 1.2 on (B)(6) 2023 and 1.23 on (B)(6) 2024. It was noted the patient's malignant lymphoma contributed to the patient's hypercoagulability.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.